Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photograph samples for evaluation. Your reported issue of a damaged catheter was confirmed; however, the root cause could not be determined. One 20g insyte autoguard IV catheter was returned for investigation. The sample was received without the needle. The catheter tubing was separated into two sections and the distal section of the catheter tubing was not returned for investigation. A microscopic examination of the returned catheter tubing segment, which was attached to the catheter adapter, revealed evidence that the needle had penetrated the tubing, which was likely a contributing factor of the separated tubing. The reported catheter advancement difficulty could not be confirmed as the separated tip of the catheter was not returned for investigation. As the damage observed on the returned sample was consistent with the needle being reintroduced into the IV catheter, it is possible that the events were related to complications during insertion. Due to the sample condition, the root cause could not be determined. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer was starting an IV and went to thread the catheter off. Had some problems with catheter advancement, manipulated the needle and sheared a piece of the end of the catheter. Went to remove the catheter and it was a hard removal, only to find out that a piece at the end of the catheter had came off and been left inside of the patient. Very uncomfortable IV stick, also led to catheter tip being left in patients arm.